Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer changed all of the pump supplies and the occlusions were resolved. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.